Event description:
It was reported by an employee at an eye clinic that a pt who was a patient ingested approximately 10cc's of cidex plus 28 day solution. The solution expired on 6/2004. There are no further details available.